Manufacturer narrative:
Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom. The review of the event history log shows multiple battery alerts and improper shutdown messages, while on ac power. A cause could not be determined. The power cord was replaced.

Event description:
It was reported a spectrum pump was resetting when the pump was on. It was also reported there is no patient injury.